Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this right ventricular (rv) defibrillation lead exhibited one out-of-range (oor) rv impedance measurement (greater than 2000 ohms) and one high rv impedance measurement (1750 ohms). In review of daily measurements (dm) dating back to (B)(6) 2012, all measurements were within normal range (400 ohms). Additionally, the competitor right atrial (ra) was exhibiting increasing ra impedance measurements since (B)(6) 2012. The local representative suspects that the abnormal rv pacing impedances were the result of emi interference during lead impedance testing. There has been no intracardiac noise on either the rv and ra intracardiac channels. All other lead diagnostic measurements have been normal. The local representative have been unable to reproduce these clinical observations. The patient is not symptomatic and has not received defibrillation therapy. Subsequently, boston scientific received information from the local representative. According to the local representative, the physician does not suspect any issues at this time but will continue to monitor the performance of the leads. The local representative confirmed that all other lead diagnostic measurements were within normal limits. No intervention (reprogramming or invasive) is planned at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequently, boston scientific received information that this local representative contacted ts in (B)(6) 2014. The patient was seen in-clinic for a device check. The local representative commented that the patient's competitor right atrial (ra) lead had exhibited a out-of-range ra impedance of greater than 2000 ohms from (B)(6) 2013 to (B)(6) 2014. The current measured ra impedance value is 400 ohms. No intervention (reprogramming or invasive) intervention was planned. There were no patient symptoms reported. The local representative performed patient isometrics and pocket manipulations. No electrogram noise was identified. The physician plans to continue monitoring the performance of this device and ra lead.